Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) overestimated its battery longevity. There were no consequences to the patient. No changes were made and the patient left in stable condition.